Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high hvlic was observed. Possible output circuit damage was detected. Lead damage was suspected. The patient is a non-complaint with the medications. The physician decided to disable the hv therapy in the ICD and to monitor the patient. The device remains implanted.